Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a (B)(6) transmission. The oversensing was noted on a stored egm for nonsustained lead noise. Programming changes were recommended for the next visit.